Event description:
It was reported that the patient underwent an initial left knee surgery. Subsequently, the tibial, femoral, and patellar components were revised approximately 7 months later due to possible aseptic loosening. There was no surgical delay. The surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502807401 - femur trabecular metal cruciate retaining (cr) standard porous - 64641083, 42530007901 - natural tibia trabecular metal two-peg porous fixed bearing left size g - 64963135, 42512101010 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes g-h/cr femur size 12 - 64990803. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02533, 0001822565-2022-02534.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-ray evaluation by third party hcp states that possible loosening of the tibial component of a left total knee arthroplasty on the (B)(6) 2022 film. The bone quality is normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.